Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced severe hyperglycemia with a fingerstick blood glucose of 503 mg/dl after a meal announcement, and upon removing a 23" 6 mm teflon infusion set, observed a bent cannula; the user then replaced the set with a steel cannula set, confirmed no leaks or kinks, and administered an 8-unit manual insulin injection while remaining disconnected from the ilet per guidance. Symptoms included hyperglycemia and feeling unwell, which improved as the blood glucose decreased to 335 mg/dl. Outcomes included patient self-management at home without emergency care or hospitalization. Investigation included product use review, troubleshooting, and education regarding infusion set issues and mitigation steps. Investigation of this case revealed a probable infusion set failure due to a bent teflon cannula leading to under-delivery and resultant hyperglycemia, with subsequent correction following set replacement and manual insulin administration. It was concluded, based on previously established findings for similar reports, that the cause was use-related infusion set cannula bending leading to insulin under-delivery and hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.